Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 156 mg/dl. The customer reported that the insulin pump was exposed to water. The customer reported a no delivery alarm from the insulin pump. The customer also reported that the keypad of the insulin pump was unresponsive. The customer reported that he will be using a new insulin pump. No additional information was provided.